Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged the day after implant. It was noted that the rv lead¿s sensing was markedly different compared to implant. The rv lead was repositioned and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.